Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they are unable to clear it. Customer stated that they were exercising and the insulin pump may have been exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 62 mg/dl and will be treating with food. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was noted inside of the insulin pump. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.